Manufacturer narrative:
Evaluation of implantable catheter serial number (B)(4) revealed no significant anomalies. The catheter was returned in three segments; and was found to be patent, and passed pressure leak testing in the lab. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. Other relevant device(s) are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter; ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of lioresal at 250 mcg/day via an implantable pump for intractable spasticity. It was reported, per the patient¿s mother, approximately two months earlier (in (B)(6) 2018) the patient had a return of spasticity symptoms. The patient¿s managing physician ordered a dye study. The doctor was unable to aspirate from the catheter access port (cap). The patient¿s dose had been increased prior to the dye study without any improvement so the patient¿s doctors determined a catheter revision was necessary. There were no known environmental/external/patient factors that may have led or contributed to the issue. During the revision, the doctor attempted to aspirate from the cap after explanting the pump. No fluid was drawn. The doctor cleared a small piece of tissue from the connector and connection tip of the pump and attempted to aspirate again. However, the doctor could not aspirate anything. The doctor cut the connector and tried to observe any fluid at the tip. There was nothing. The doctor then searched the spinal segment and found a great deal of scar tissue near the anchor and made the decision to replace the entire catheter after struggling to determine the possible issue with the pre-existing spinal segment. The issue was resolved after replacing the catheter. The rep planned to send the explanted catheter back to the manufacturer for analysis. The patient¿s status at the time of the report was provided as ¿alive-with injury,¿ however, it was clarified there were no injuries from the pump, just the previous head/brain injury which was the reason for the intrathecal baclofen therapy. No further complications were reported or anticipated. The patient¿s medical history included a head/brain injury which caused severe spasticity. Other medications being taken at the time of the event were unavailable.

Manufacturer narrative:
The previously reported patient codes, device codes, and evaluation codes are now only applicable for the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturing representative (rep). Regarding the report that the physician was unable to aspirate from the cap on the pump when the pump was explanted, the rep clarified that the physician was unable to aspirate from the cap of the pump when the pump pocket had been opened, the pump was still attached to the catheter, and the catheter was still implanted. The pump was not replaced. Regarding the small piece of tissue found on the connector/connector tip of the pump, the tissue growth was not thought to be abnormal. It was verified that there was no allegation or suspicion that the scar tissue had grown into/was inside the catheter. The explanted catheter had been sent back to the manufacturer the day before (march 26, 2018), however the rep did not have the tracking receipt. It was indicated the catheter was patent, and the rep was told the patient was receiving intrathecal baclofen therapy at this time.